Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was found when additional sample were returned for investigation that the microintroducer has a split at the sheath tip. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. One 4 fr groshong nxt clearvue basic kit was returned for evaluation. An initial visual observation revealed the sample was returned open. A microscopic observation of the microintroducer revealed a split on the sheath tip. Material webbing was observed within the split, but no use residue was observed in the sample. The shape, location, and extent of the damage observed on the returned sample suggest the sheath tip may have been damaged during the manufacturing process. Photographs of the samples have been forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.